Manufacturer narrative:
A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was advancing a 19.0 diopter collamer lens in a cq cartridge and the lens tore. The reporter stated that it was due to the cartridge. No patient contact or injury.